Event description:
It was reported pt lost stimulation sensation while in china. It was later reported impedances were greater than 4000 ohms. Pt's device was not functioning and planned to have lead revised in october. Pt was doing fine but symptoms have returned. Additional information has been requested and will be made follow up as it becomes available.

Manufacturer narrative:
(B)(4)